Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed that the pump was last used for basal and bolus deliveries two days after the reported event. Insulin delivery totals correctly reflected the programmed values and there was no activity outside normal use observed in the black box. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump passed a flow accuracy test and was found to be delivering within required specifications. No defects were found during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging that a family member found the patient on the floor earlier that morning with a blood glucose (bg) reading of 32 mg/dl. Reportedly, patient was given orange juice and the patient¿s bg was monitored for about an hour until the patient was able to perform the test without assistance. Patient reported to be on alternate insulin delivery and had requested that the pump to be replaced. The pump history was reviewed by customer technical support with the patient and no anomalies were noted. The time/date was set correctly, the basal segment program was as intended, the total daily dose was correct based on the bolus history and basal rates, and there was no record of pump suspension. Patient reported that there was no issue with sites or sets, no issue with priming, no issue with insulin type or storage temperature, and there were no associated alarms. This complaint is being reported because while on insulin pump therapy, the patient allegedly encountered a non-specific pump malfunction and experienced a hypoglycemia event that required third party interventions.